Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-oct-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 10-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they had pain everywhere and almost had immediate relief once their stimulator was implanted and turned on.   Then, a couple months after implant, in (B)(6) 2023, they had a hip surgery because they needed a new hip and when the patient was just getting over the surgical pain from the hip surgery in (B)(6) 2023, they fell and cracked their head on the left side.   Since that fall, they had constant pain on their right side; they had a lot of pain in their right hip, buttocks and down the back of their leg.  Xray showed that the lead wire had slipped.  They noted they took a flight in (B)(6) 2023 and had sat too long on the plane, and since then their pain had gotten worse.   The patient had reprogramming on (B)(6) 2024 and they were told to increase their stimulation daily on group b, but they had only gotten maybe 1% of pain relief for the shooting pain and also had an ache in their calf, but not quite as much pain in their buttocks as they had before.  They stated they were not feeling anything when they would increase the stimulation as directed.  The pt called patient services on (B)(6) 2024 requesting additional reprogramming.  They stated they had an appointment scheduled with their doctor for (B)(6) 2024, but would like to be seen sooner than that.  The pt was redirected to their doctor and an email was sent to the reps to make them aware of this event.  Additional information was received on 2024-apr-09. The rep reported they spoke with the patient on the morning of (B)(6) 2024, and the rep was not feeling relief with group a. The rep had told the pt to try group b for a week and to call them back if they needed assistance. The rep confirmed that the pt was not feeling stimulation because they were using dtm programming. The rep stated it was not clear why the pt lost pain relief. When the rep met with the pt the first week of (B)(6) 2024 reprogramming was performed and the dtm targets were modified. During that appointment they were getting bilateral coverage in their legs and lower back. The rep stated that if the pt doesn't get relief with group b, then the plan was that the pt would try group c for 1 week. If no programs provide relief to the pt, they would be meeting with the rep for additional reprogramming and troubleshooting. The rep stated a "lead check" was performed on (B)(6) 2024 to address the "lead having slipped". Pt weight was requested but was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2023 product type lead product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported an impedance check was performed. Results of the impedance check showed all electrodes were within normal range. Rep reported the device was reprogrammed and after the appointment on (B)(6)the patient reported they were getting more pain relief. Rep noted groups b and c were reprogrammed to optimize the patients therapy.